Manufacturer narrative:
Date of event: exact date unknown.

Event description:
It was reported that the patient passed away due to a stroke. It is unknown if the stroke was device related. No further information has been obtained despite good faith efforts.